Event description:
The reporter stated that the surgeon inserted a toric single piece lens model aa4203tl into patient's eye with no product damage or patient injury. However, due to patient having pre-existing weak zonules the surgeon decided that the patient's capsule wouldn't support this type of lens. The surgeon enlarged the incision to remove the lens and put a lens in the sulcus and used a suture to close the incision. The reporter stated that there was no product malfunction of the lens, it was due to the patient's anatomy.